Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low elecsys estradiol iii assay results for one patient sample. The initial result was 6.91 pg/ml and the repeat results were 679.4 pg/ml and 690.6 pg/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 25257800 with an expiration date of 31-jul-2018. Qc data was acceptable. Instrument performance testing on 28-feb-2018 was acceptable. Several error messages related to sample pipetting were observed during a review of the alarm trace. Based on the provided data, a general reagent issue was excluded. The investigation was unable to find a definitive root cause.